Manufacturer narrative:
The reported event was micro perforation. As received, a complete lead with a stylet was returned in one piece for analysis. Visual inspection of the lead found helix was retracted and clogged with blood/tissue. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A tip stiffness test was performed, and the results were within product specification.

Event description:
Related manufacturer's reference number: 2017865-2021-21145. It was reported the patient presented in the hospital after feeling a "bounding sensation" since their pacemaker implant. The physician suspected a micro cardiac perforation. The patient's right atrial lead was explanted. The right ventricular lead was repositioned. The patient's device was reprogrammed. The patient was in stable condition.